Manufacturer narrative:
Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that their stimulator is located on their right side, but starting about 2 weeks ago they noticed feeling stimulation on their left side in their buttock area and running down their left leg. Pt said they can feel shockwaves going down leg and in butt. They went in and turned down from 2.3 to 1.9 and still feel it. Reviewed pt has the option to turn stim further down or off and monitor the effect or change programs. During the call pt turned stim off and reported the feeling went away. Reviewed some brief stim sensation information. Pt turned stim back on and down to 1.4 and stated they no longer felt that sensation. Reviewed it would be a good idea to report this to their doctor. Pt said they have not had any falls or traumas but had some dental work with drilling.